Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report: 1. Section b. Box 5. Describe event or problem results: the nose cone was removed from the handle body and was found to be damaged. The nose cone was measured using a pin gauge and was not within specification. During functional testing, the handle was testing on a handle test fixture (an3277/fx2817) and actuated the pull wire and the pull tube. Conclusions: evaluation of the returned handle revealed the nose cone funnel was damaged. The nose cone was measured and was found to be out of specification. If a pusher assembly is forcefully advanced into the handle, damage such as this may occur. If the nose cone funnel is damaged, the handle may not function properly. Penumbra handles are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2020-00415.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a ruby coil detachment handle (handle), pod packing coils (pod pcs), ruby coils, and non-penumbra coils. It was reported that the patient¿s anatomy was tortuous. During the procedure, the physician placed a ruby coil and two other coils in the target vessel using the handle. The next coil, a pod pc, was advanced to the target vessel and two attempts were made to detach it using the handle but was unsuccessful. It was reported that the black alignment zone (pet lock) on the pod pc pusher assembly was separated by only 2 mm. The physician then attempted to manually detach the pod pc but was also unsuccessful; subsequently, the pod pc was detached using forceps. The procedure ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-00415.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a ruby coil detachment handle (handle), ruby coils, and non-penumbra coils. It was reported that the patient¿s anatomy was tortuous. During the procedure, the physician placed a ruby coil in the target vessel using the handle. The next ruby coil was advanced to the target vessel and two attempts were made to detach it using the handle but was unsuccessful. It was reported that the black alignment zone (pet lock) on the ruby coil pusher assembly was separated by only 2 mm. The physician then attempted to manually detach the ruby coil but was also unsuccessful; subsequently, the ruby coil was detached using forceps. The procedure ended at this point. There was no report of an adverse effect to the patient.